Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
An issue was identified with the gas module. Unit was returned to the company's repair center for repair.